Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the subclavicular vein. A 10.0x30x135 cm express ld vascular stent balloon expandable was advanced for treatment. However, during the procedure, it was found that the stent was dislodged and could not be advanced into the catheter sheath. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the subclavicular vein. A 10.0x30x135 cm express ld vascular stent balloon was advanced for treatment. However, during the procedure, it was found that the stent was dislodged and could not be advanced into the catheter sheath. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable.

Manufacturer narrative:
The express ld was returned for analysis. During analysis the investigator successfully advanced the device through an 7fr boston scientific introducer sheath without any resistance or issues noted. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. No issues were noted with the balloon material. A visual examination found the stent positioned in the correct location on the balloon with no evidence of damage or any other issues noted. No issues were noted with the of the device's tip.